Event description:
The problem is with the medtronic infusion sets supplied to me by medtronic lot 8. For the past 6 months or longer I have had unexplained severe high and low blood sugar readings. Many times I would check my b/s before preaching and then experience either a extreme high or low while speaking. On the approximate date mentioned, I had checked my b/s before going to lunch and then woke up in another town with police cars around me and they told me I almost drove off a bridge before stopping. Similar episodes have happened to me at least for the past 6 months if not longer.